Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensors that were giving her issues. Customer experienced high blood glucose level. Customer's blood glucose value was 253 mg/dl at the time of the incident. The customer was declined troubleshooting for high blood glucose. The customer stated that the sensors filled with blood upon insertion and she was experiencing lost sensor signal, cannot find sensor signal alerts. Customer reported that transmitter did not blink when it was connected to sensor. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.